Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with the event. It was noted that no autopsy report would be provided and the pump would not be returned for analysis. No prior complaints were filed for this patient. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 2 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired. The cause of death is unknown. The device will not be returned for evaluation. No further information was provided.